Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. The stent grafts were deployed without reported issues. Nbca was injected into the aneurysm, and no endoleak was observed. The sheath was removed, then ventricular fibrillation occurred after hemostasis. Defibrillator, cardiac massage, percutaneous cardiopulmonary support from femoral artery were performed. CT scan revealed thoracic dissection, and it was suspected that the dissection was from the proximal end of the stent graft. Two aortic extender endoprosthesis were deployed to extend the device proximally. On same day, evening, the patient expired (5200-c:-death - details unknown). According to report, dissection have progressed to the thoracic and ascending aorta. Two aortic extender endoprosthesis were deployed but the dissection might not have been not covered.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).